Event description:
Baxter (B)(4) received a report that an infusor leaked during filling. The device was being filled with a solution containing saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing fluid inside the housing which suggested leakage had occurred. Visual inspection and functional test of the sample confirmed a leak inside the housing due to a missing film-wrap. The root cause of the leak was missing film wrap, which was determined to be a manufacturing process problem. No evidence of backflow or leakage was observed directly on the fillport or the tubing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.